Event description:
Pain for the patient and loose, not integrating, all others placed the same day all good. Non-integration.

Event description:
Pain for the patient and loose, not integrating, all others placed the same day all good. Non-integration.